Manufacturer narrative:
Device manufacture date battery charger 05/2004, battery pack 06/2005, battery pack 09/2006. Device evaluation summary: device evaluations of battery charger, battery pack, and the second battery pack were completed. The reported problem was confirmed. The first battery charger was tested and found to have a loose power connection between the charger and the power brick. The part was repaired, retested and returned to stock. The root cause of the batteries not charging completely was probably due to the looser power connection. The looser power connection was causing intermittent power to the power to the charger causing the batteries to not charge completely. The first battery pack and the second battery pack were found to function normally. No adverse event resulted from the faulty battery charger. The patient received a replacement battery charger and two replacement battery packs.

Event description:
A male patient's son contacted lifecor customer support to report that the batteries would not charge. The patient's son said that the charger foot is defective. He stated that the power brick light is illuminated but none of the charger icons light up when the battery is placed in the charger. A lifecor patient service representative (psr) replaced the battery charger and two battery packs.